Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024 (specific date not reported) and was subsequently hospitalized (date and duration not reported). The patient was also administered with oral and IV antibiotics (date and duration not reported). The implanted device remains. This report is submitted on june 20, 2024.

Manufacturer narrative:
This report is submitted on april 26, 2024.

Event description:
Per the clinic, the patient experienced a wound dehiscence and infection at implant site, exposing the receiver/stimulator (specific date not reported). Subsequently, the patient underwent revision surgery (specific date not reported) for skin debridement and local flap coverage. Additional information has been requested but has not been made available as of the date of this report.